Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the user's parents the child has no more hearing sensation with the device. Re-implantation is planned.

Event description:
According to the user's parents the child has no more hearing sensation with the device. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation confirmed the intermittent short circuits. DHR review did not reveal any abnormalities, thus the device was released according to specifications. The observed intermittent short circuit is likely due to a technical failure of the active electrode. The investigation results appear to match the problems mentioned in the report. This is a final report.